Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while removing air from the cartridge during the loading process, the syringe wouldn't return to neutral in order to complete the process. Multiple cartridges and syringes were attempted to be filled. The fourth cartridge was successfully filled with insulin. Blood glucose was 266 mg/dl.